Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, the pump was beeping. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 126 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.